Manufacturer narrative:
This MDR is result of a retrospective review of complaints. Although a review of the glucose trend data does not verify the s4 account on the reported day, we see an ec1/msp trigger subsequent days later. The algorithm was correct in triggering msp/ec1 as it was confirmed during qc test that there is loss of chemical performance.

Event description:
On (B)(6) 2019,senseonics was made aware of an incident where user complaints of sensor inaccuracies resulting in an sensor removal.